Event description:
It was reported that a user of the ilet bionic pancreas experienced hyperglycemia with a blood glucose of 245 mg/dl after breakfast despite announcing the meal, and inquired about using 70 units for priming, which was communicated as within normal expectations; the user reported 12 units remaining in the cartridge, uses a steel infusion set, and intended to perform a full supply change. Customer care provided support that included customer education and troubleshooting. Investigation of this case revealed no device component issue identified, with cause not determined. No clinical symptoms associated with hyperglycemia reported. Outcomes included user self-management and intent to monitor and call back if glucose did not return to range. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.